Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2019 and absorbable straps were used. During the procedure, the device was firing straps but wasn't piercing the tissue and wasn't holding the mesh to the wall. A second like device was used to complete the procedure. There were no adverse patient consequences reported.